Event description:
It was reported that when using the bd pyxis¿ es server, machine was not communicating with server and customer unable to take the medicines for the patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the machine was not communicating. A technical support specialist was informed that the station with application version required review and then accessed the server named through a remote connection and opened the device page through the provided system link. Verified that the internet protocol address 10.102.224.68 was correct and already updated in the ticket description and reviewed the station services and confirmed that all services were running and proceeded to restart the data synchronization service. The technical support specialist examined the station data synchronization information and found no issues and used a monitoring tool to observe the station activity and confirmed that both the station time and server time were accurate and carried out a database backup for the station and then restarted the required services. The technical support specialist initiated a full synchronization without dropping the database, after which the station resumed normal communication and also verified that the synchronization information on the server was cached with the current date and time to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.